Manufacturer narrative:
H.6. Investigation: sixty sealed 31g x 5mm pen needle samples were returned from lot. No.9148702, cat. No.325107. A clog test as per tp700483 was carried out on sixty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle did not deliver medication during use. The following information was provided by the initial reporter, translated from french to english. Verbatim: some of the needles are clogged¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion:a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: root cause cannot be determined at this time. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle did not deliver medication during use. The following information was provided by the initial reporter, translated from french to english. Verbatim: some of the needles are clogged¿.